Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that the autopulse platform performed a couple of compressions and then stopped and displayed a "realign patient" message. The customer attempted to realign the patient, however the issue would not resolve. The user therefore reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further information was provided. Please note that the event date is unknown.

Manufacturer narrative:
The autopulse platform was returned to the manufacturer for evaluation on 08/17/2015. Investigation results are as follows: visual inspection was performed and no visible damages were observed to the platform. Functional evaluation of the returned platform was performed and the customer's reported complaint that the autopulse platform displayed a "realign patient" message was not observed. When the autopulse platform was powered on, a user advisory (ua) 27 (encoder fault (>3000 rpm)) was observed. Further inspection was performed and the cause of the ua 27 was determined to be that the encoder gearbox was not functioning properly. After, the encoder gearbox was replaced, the platform was run with a large resuscitation test fixture (equivalent to a (B)(6) pound patient) for approximately 20 minutes and no other user advisories or warnings were observed. A review of the platform's archive was performed and since the reported event date is unknown, the customer's reported complaint could not be confirmed. Based on the investigation the part identified for replacement was the encoder gearbox. In summary, the reported complaint of the autopulse platform displaying a "realign patient" message was not confirmed during archive review or functional testing. Unrelated to the reported complaint, the platform displayed a user advisory (ua) 27 message during functional testing and is attributed to the encoder gearbox not functioning properly. After replacement of the part identified during investigation, the platform passed all final testing criteria.